Manufacturer narrative:
(B)(4). Batch # u5cz0r. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil knife slot damaged, and with two gst45d reloads present. The reloads were received fully fired . The reload (c) was also received wit the deck damaged. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. During the visual analysis of three photos, the following was observed: the first photo shows a gold reload from aside view and some drivers can be seen up. The second photo shows a device with a gold reload loaded from the top view. The trigger and anvil can be seen in the open position. Also, a battery was noted attached. The third photo shows a device from an anvil area with a gold reload loaded. The condition of the device could not be assessed. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the lobectomy surgery, could not fire when severing lung lobe tissue. Changed another gst45d, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.